Event description:
The fse reported that the system would not display a fluoroscopic image. This rendered the system unusable. There is no report of injury or death associated with this event. This a reportable event.

Manufacturer narrative:
A ge representative evaluated the system and replaced a circuit card. The system operates as intended.